Event description:
It was reported that during a rotator cuff repair, after connecting the tubing cassette to the dyonics control unit and setting the pump pressure on 20, the pump pressure that the surgeon received on the operating end was beyond the requested. A heavy pressure was maintained throughout the case even though the pump was set on the lowest setting. The surgery was resumed, after a delay greater than 30 minutes, using the same device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation was performed on the returned device and found p2 transducer failed pressure test. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed, and the root cause was associated with an electrical component failure. Factors which could have contributed to the reported event include a defective transducer. Please refer to the operations/service manual for troubleshooting guidance if poor or erratic pressure performance is observed. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.